Manufacturer narrative:
(B)(4). Date sent to FDA: 03/29/2018. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date and mesh was implanted. The patient reported that she has experienced mesh erosion and migration to several organs. No additional information is available.